Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's nurse reported via phone call that the customer went to the ER for high blood glucose. The nurse stated that the patient's insulin was denatured and may have caused the hyperglycemia. The patient's blood glucose at the time of hospitalization was between 690 mg/dl and 710 mg/dl. The patient was in the hospital for less than four hours. After he left the hospital he changed his insulin and resumed insulin pump therapy. The insulin pump was not returned for analysis.